Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: there were no sample ids or results logs attached to this ticket. As a result, a customer data review could not be performed for this investigation. The other elements of this investigation do not suggest a potential product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 has been identified. Per the ticket text, contamination was suspected and was localized to pipettor 2 of the instrument. Upon cleaning the instrument, no other false positive results were reported. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 515652. Some of the following complaints that documented discrepant results when using this lot number were a result of unusual curves as observed in the complaint customer data review. As the ticket under investigation does not include data for further evaluation all discrepant result complaints for this lot will be considered related. The complaint history review identified 9 additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot 515652. Five tickets were independently investigated and found no product deficiency. One ticket was confirmed in association with a known product deficiency for abnormal curves. A second ticket is currently elevated and pending an investigation; the ticket text mentions abnormal curves. Two tickets are currently elevated and pending an investigation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported several (approximately 5 or 6) false positive sars-cov-2 results on the alinity m resp-4-plex assay. The samples were retested on another instrument generating negative result. It was suspected this may be due to the instrument being contaminated because they had 3 or 4 samples with suspicious high cycle threshold (CT). Engineer changed core adaptor, sleeves and performed an instrument decontamination and replaced parts of pipettor 2. Water samples were run and swabs were taken, with the results coming out as negative. The false positive results were not reported outside the lab, and no impact to patient management was reported due this incident. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.